Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that sheath detachment occurred. An opticross¿ 6 imaging catheter was selected for use. During unpacking, the physician noticed that the tip of the outer sheath and the guidewire exit port were detached/separated. The procedure was completed with a different device as different manufacturer and different size successfully. No patient complications were reported.